Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 44 mg/dl and 295 mg/dl. Customer was feeling sleepy at the time of the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.